Event description:
The white plastic attachments on the inside (bedside) of the side rails on enterprise 8000 are not very tight resulting in dirt and water coming into the hole. This hospital ward has about 15 beds giving the staff problems when cleaning the side rails, and therefore the white attachments have been removed. The customer claims there must be any other and better solution than these white plastic attachments.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh, inc. (1419652) on behalf of the MFR arjohuntleigh (B)(4). (B)(4).